Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Fa found the primary failure of damaged insulation to be related to the customer reported complaint. The fenestrated bipolar forceps instrument had damage to the conductor wire¿s insulation. The conductor wire was exposed as a result and the instrument passed the electrical continuity test. No signs of thermal damage was observed. There was missing material approximately 0.020" x 0.052" in size and the missing piece was not returned. The root cause of this failure is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps ((B)(4)) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 11 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the fenestrated bipolar forceps instrument was found to have conductor wire damage with exposed internal wires and passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted gynecology surgical procedure, the 8 mm fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.